Manufacturer narrative:
A ge service representative performed an on site investigation. The filament regulator board was installed and the charger board was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that intermittently the system would display a precharge error and not boot up. There was no patient injury or death reported.